Event description:
As reported by our affiliates in brazil, post deployment of a 23mm sapien xt valve, central aortic insufficiency (cai) and paravalvular leak (pvl) were observed. A second valve was placed correcting the regurgitation. During the tavr procedure, the valve was positioned and deployed 60/40 aortic/ventricular (a/v) without issues. Echo and angio showed moderate pvl. The physician decided to post dilate with the delivery system balloon with an additional 1.5ml of volume. The pvl continued in the same situation. It was then decided to post dilate with a 25mm balloon. After that, echo showed a little decrease of pvl, but cai appeared. The physician decided to place a second valve. The 2nd valve was deployed 50/50, resolving the pvl and cai. The patient was in good condition and good hemodynamic parameters. The patient had moderate valve leaflet calcification. Native annular measurement was 3.574cm2 per CT. It was perceived that the pvl was due to a piece of calcium that prevented a perfect sealing of the valve with the native annulus. The 25mm balloon was inflated with less volume/pressure to prevent central leak, but ¿that was not enough.¿

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) and central is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause of the pvl was attributed to a piece of calcium that prevented a perfect sealing of the valve with the native annulus. The subsequent post dilation caused the central aortic insufficiency (cai). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.